Event description:
Sales rep calls to report that customer experienced two incidents in which there was leaking noted at the luer lock during use on a neonate pt. Follow up with customer revealed that the leaking was noted at the hub where the tubing and luer lock meet. In an effort to resolve the issue, the nurses attempted to tighten the area, however, this was not effective. Reporter states no pt injury has resulted from this reported condition.